Manufacturer narrative:
Device evaluated by manufacturer: as received, portions of the ring sewing cloth was found missing from the ring and only a small piece of sewing cloth was returned with the ring. The ring exhibited minimal host tissue overgrowth. Suture threads were evident in the sewing ring. X-ray demonstrated ring intact. The clinical observation of mitral regurgitation was unable to be confirmed through visual examination. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: the corrected initial aware date is 07/14/2016.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, patient condition/factors most likely contributed to this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 32mm mitral ring, implanted two (2) years, and eight (8) months was explanted. Through operative report, the patient had systolic anterior motion (sam) as well as residual posterior leaflet prolapse. The left atrial appendage was oversewn. The explanted device was replaced with a 32mm edwards mitral annuloplasty ring. The patient also underwent tricuspid valve repair during to tricuspid regurgitation with a 32mm non-edwards annuloplasty ring during the procedure. The patient was taken to the intensive care unit in stable condition.